Manufacturer narrative:
Result: erroneous data generated due to patient source interferent in sample. Conclusion: a CAPA is currently open to address reformulation of the access accutni reagent to reduce the impact of patient source interferents.

Event description:
The customer contacted beckman coulter, inc. (Bci) to report repeatable discrepant results above the acute myocardial infarction (ami) cutoff for troponin I (accutni) for one patient sample assayed using the access accutni reagent on a unicel dxc 600i synchron access 2 immunoassay system. The customer reported that the patient was admitted to their emergency room and a patient sample was assayed for troponin I at 10:00 pm on (B)(6) 2011. The troponin I result was 2.34 ng/ml (this is considered a critical value -- the ami cutoff is 0.50 ng/ml). Additional troponin I assays were performed to verify the initial result. Subsequent assays yielded similar results: 2.33, 2.30, 2.37, 2.38 ng/ml. Based on the troponin I result, the patient was admitted to the trauma center of a neighboring hospital in (B)(6). Using a siemens centaur instrument, the trauma center assayed for troponin I. The result was <0.31 ng/ml (considered a negative value). The customer reported that quality control results were within their respective ranges prior to the patient sample being assayed. Quality control results after the patient sample was assayed were also within their respective ranges. Bci confirmed that the primary sample tube, sample appearance, and sample centrifugation parameters were all acceptable. Bci advised the customer to send the patient sample to bci for further analysis. The analysis by bci revealed that a patient source interferent was present in the sample. The interference is likely related to alkaline phosphatase and can cause reproducible false positive results. False positive results would not correlate with the clinical presentation of the patient. The root cause attributable to this event was the patient source interferent present in the sample when assaying for troponin I. A corrective and preventive action (CAPA) is currently open to address reformulation of the access accutni reagent to reduce the impact of patient source interferents.